Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagoscopy procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon had a small pinhole leak. The water was draining down the patients esophagus and she started to aspirate. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.